Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a revision surgery the doctor found a small 5 mm green circular sticker from one of the accolade trials in the tissue of the patient. It seems the sticker may have come off and fallen into the patient while the surgeon was trialing.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade broach was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. However, a provided image shows a fractured green piece. Nothing else can be determined from the image. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "no immediate post-operative primary bipolar hip arthroplasty x-rays are available, there is no mention of the foreign body found in the revision operative report, and there is no examination of the trial components used in the primary surgery to confirm the source of the marker disc found at surgery. The subsidence and penetration of the primary bipolar hip arthroplasty may be the result of under sizing the stem and/or penetration of the femoral cortex during the primary surgery. The residual trial marker found at revision surgery should have been recognized during the primary surgery by examining the used trial and noting the absence of the marker. If the trial was old, sterilized, and impacted, this may have contributed to the release of the marker. The size of the marker is incorrectly described as ¿a 3-inch circle¿ in the event description. There is no evidence of faulty component or instrument design, manufacturing or materials being responsible for these clinical situations." Device history review: not performed as the lot ID was not properly identified. -complaint history review: not performed as the lot ID was not properly identified. Conclusions: the event was confirmed based on the provided image of the fractured green piece. However, the root cause could not be determined based on the clinician's medical review indicating "...that there was no mention of the foreign body found in the revision operative report, and there is no examination of the trial components used in the primary surgery to confirm the source of the marker disc found at surgery. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
During a revision surgery the doctor found a small 5 mm green circular sticker from one of the accolade trials in the tissue of the patient. It seems the sticker may have come off and fallen into the patient while the surgeon was trialing.